Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: the product was returned for investigation and the complainants findings confirmed in that there was damage on the product. The manufacturing site stated that due to the amount of damage on the product, it is highly unlikely to have passed final inspection in this condition as as such, how the product was damaged is undetermined. The complaint shall be closed with a justified conclusion and an undetermined root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item is available for collection ¿ however it is not sterile but can be decontaminated.impact on surgery ¿ 5 minutes to source another insert no impact on patient outcome.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: (patient age and age units); a3 (gender); if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.